Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02347 and 1627487-2012-02349. It was reported the pt complained of pain at her surgery sites and discomfort to the touch and fluid was oozing from her surgical wounds. It was reported she had developed an infection at her ipg and anchor sites and consequently the system was explanted. Cultures were taken; however, the results are currently unk. The pt was treated with intravenous antibiotics and the infection resolved. It was reported the pt was later implanted with a competitor scs system.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.